Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient is seeing por message on her patient programmer (pp) since last week. Patient indicated she has gone through metal detectors/security screening devices which may have triggered the por. Patient will follow up with managing hcp. No further patient complications are anticipated or expected as a result of this event.